Event description:
It was reported that during the implant procedure the coronary sinus and the super vena cava were damaged while using the cps introducer and micro effusion was observed. No action was taken. The procedure ended well. The medical condition of the patient was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No intervention was required.